Event description:
It was reported that after a da vinci-assisted surgical procedure, the sp monopolar curved scissors instrument had broken coils that were protruding from the top of the instrument. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragment of the instrument fell inside the patient¿s anatomy during the procedure, and there was no incident of an instrument part breaking off or detaching while in use. The patient did not suffer any injury related to this event. The issue was only identified after the procedure had been completed and the instrument had been processed through the sterilizer. No photographic images or video recordings of the device or the procedure are available for review by intuitive surgical, inc. (Isi).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.